Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2159, awareness date 29-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that it has been over a year since she had a hysterectomy related to post-essure problems. From day 1 of implant until removal it has been her worst days of her health because it had functionally and physically limited her. Result and assessment of the product technical complaint investigation received on 19-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, the reported medical event is not indicative of a quality deficit per (B)(4). A batch review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical event and quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted had a hysterectomy related to post-essure problems. This event is serious due to medical significance and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. This particular case was reported with very limited information. The exact reason for the hysterectomy was not specified. Despite the limited information, given the nature of the reported event, causality with essure cannot be totally excluded. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between reported medical event and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.